Event description:
The customer reported that their acuity system is having issues and wanted to know what options were available for support. He reported that he got it to power on once and it booted and started to monitor a pt, then the entire screen got overwritten by ones and zeros and the system went down again. The unit powers on when connecting to ac power, but it never displays anything on the screen and is unable to boot up. This resulted in a temporary inability to centrally monitor pts, however, bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.